Manufacturer narrative:
The concomitant product has been added.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they received medical treatment as a result of the site issue and face was swollen on (B)(6) 2018. The customer¿s blood glucose level was around 200 mg/dl. The customer was treated. The sensor will be returned for analysis.

Manufacturer narrative:
Unable to confirm adhesive anomaly on opened or used sensor.